Event description:
A malfunction alarm was reported by the customer, indicated by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue reoccurs.